Manufacturer narrative:
Case-(B)(4) the atriclip ach240 was discarded by the facility but a device history review for lot number 85606 was able to be obtained. All devices passed operations and quality inspection. There were no ncr¿s or deviations associated with this lot. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint. This was a procedural complication, there were no reported device malfunctions by the facility.

Event description:
It was reported that on (B)(6) 2018 a female patient underwent an on-pump mitral valve repair and left atrial appendage management (mvr/laam) procedure where a atriclip ach240 was placed successfully. When the surgeon was attempting to take the patient off bypass, the patient showed signs of coronary blockage. The patient¿s blood pressure dropped and the patient did not respond to medication given, and went into ventricular fibrillation. At this time, the patient was placed back on coronary bypass. The surgeon then went through a troubleshooting process to understand why this was happening (reported as approximately 45-minutes of troubleshooting). Ultimately the surgeon believed the clip could have restricted the circumflex artery and caused the problem. The clip was then removed with no second clip being placed and the left atrial appendage was not treated with any other methods for closure. The patient left the room in stable condition. It is assumed that the clip could have caused a drop in pressure and caused arrhythmia if the placement of the clip by the physician occluded the circumflex artery. Post-op, the patient was taken to a general cardiac floor and was discharged on (B)(6) 2018. This event is a procedure related complication. There was no reported device malfunction.